Event description:
Customer reported that: "a microsensor was implanted and zeroed without any issues; however, when the transducer was disconnected and connected again, the sensor would not work properly. It would ask to re-zero the system again. This happened with two different microsensors of the same lot number in the same patient. A third microsensor was implanted, but this time it was not disconnected, and it functioned properly. Patient is in stable condition".

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.